Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower screen was frozen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the pyxis screen had frozen. A technical support specialist (tss) dialed into the station remotely and found that the station was running version 1.8 and was stuck on the initializing peripherals screen. Following knowledge article, the tss executed manual commands using power shell. After running the commands and rebooting the station, the medapp successfully launched, displaying the touch screen to begin to prompt. The customer was able to log in to the medapp, and the station became fully operational. The system functioned as intended after the technical support specialist troubleshot the device.